Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual led was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Fifteen ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(4) 2012 and (B)(4) 2012 were noted. There were five patient alerts for out of tolerance sub-threshold lead impedance between (B)(4) 2010 02:15:04 and (B)(4) 2010 02:15:05. The weekly pace lead impedance trend data shows high impedance for minimum and maximum right ventricular pacing of 3072 to 3648 ohms range between (B)(4) 2010 and (B)(4) 2012.

Event description:
It was reported that noise was heard on the right ventricular (rv) lead. Trend data indicated that there was a patient alert triggered for high rv impedance. The physician chose to switch the rv and the left ventricular leads in the connector block, and the lead remains in use. No patient complications have been reported as a result of this event